Event description:
It was reported that the patient has poor attention skills and suffers from hyperactivity. Testing carried out on (B)(6) 2008 shows that the implant was functional and all electrode channels were switched on. In (B)(6) 2009, 5 electrode channels showed in status hi and 2 short circuits were present. The situation worsened in 2010. The patient has been using only 5 electrode channels for the last 2 years and has poor speech and communication skills.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.